Manufacturer narrative:
Additional contact information: contact person name: (B)(6), contact person e-mail address: (B)(6). A getinge field service engineer (fse) evaluated and replaced (d670-00-1162) pcb, power management and (d012-00-1688-01) reel, ac power cord to fix the issue. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Performed a visual inspection on power management, pcb and observed component q27 was shorted. The failure analysis and testing dept. Installed and tested the part reel, ac cord and it passed testing.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated and replaced pcb, power management and reel, ac power cord to fix the issue. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Performed a visual inspection on power management, pcb and observed component q27 was shorted. The failure analysis and testing dept. Installed and tested the part reel, ac cord and it passed testing.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) found unit not charging batteries. There was no patient involvement.